Event description:
Patient presented post-op condition with pain, swelling and lump about 8 months after the screw implantation and will need a revision surgery to remove the screw. It is unknown if a revision surgery was completed at this time.

Manufacturer narrative:
Product recall intiated in 2007.